Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient became unconscious when their implantable cardioverter defibrillator (ICD) gave them appropriate shocks. The patient was hospitalized and treated with medication. The device remains in use. The patient was a participant in the adapt response clinical study.no further patient complications have been reported as a result of this event.